Event description:
It was reported that during an unk procedure, the clips would not hold. It is unk how the procedure was complete. There was no pt consequence.

Manufacturer narrative:
Date sent: 08/10/2009. Dropping or ejected clip. Eval summary: the analysis results of the er420 found that it was received with one clip in jaws. It was cycled and ejected the remaining fourteen clips; leading to the event reported. However, it could not be determined what may have caused the finding. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.